Event description:
During bypass procedure it was noted by the user that the oxygenator function had diminished defoaming capability. Foam also came out of the o2 at the vent site to the left of the priming inlet. They changed the unit. The change out was at 24 degrees and took less than 4 minutes. Pt was not impacted.